Event description:
A pt was undergoing the reinsertion of a percutaneous endoscopic gastrostomy (peg). The previous peg had been found dislodged on the previous day. As the physician pulled the peg through the exit site, the tube broke.